Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with umbilical vessel catheter (uvc). The customer states that the uvc cracked at the hub and was found to be leaking. The uvc was removed and replaced with another uvc. The customer stated that the pt status is fine.